Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and was treated with insulin injections. As the cartridge and infusion set had been removed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.